Manufacturer narrative:
Steps for further troubleshooting were provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that low disk space issue persists despite patient data deletion on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.